Manufacturer narrative:
Medical device expiration date: unknown. Device lot: batch 1145938 does not exist for material number 364880. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for investigation. Therefore, 48 retention samples from bd inventory were evaluated by visual examination and functional testing for proper packaging perforation and no issues were observed relating to missing perforation as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode missing perforation. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® blood transfer device holder pre-attached multi samp luer adapt, the device experienced damaged or open unit package seal where sterility is compromised. The following information was provided by the initial reporter. The customer stated: according to the customer's report, there was no perforation.